Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
End user was shifting his weight and the seat frame broke.